Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed, due to the receiver not turning on. Functional tests were not performed, due to the receiver not turning on. The receiver battery was replaced with a good known battery, and the receiver booted up. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding error related to the complaint. The allegation was confirmed. The probable cause was determined, to be a defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.